Event description:
(B)(4) MDR. Biotronik was informed that this pacemaker measured atrial and ventricular leads impedances of less than 100 ohms. The leads were checked with a psa and fond to exhibit normal impedances above 1000 ohms. Threshold and sensing were found to be ok. Therefore, the pacemaker was replaced. No adverse pt side effects have been reported.